Event description:
Arjo was informed about an event involving an enterprise 9000x bed. The customer reported that the bed self-levels and cannot be raised afterward. The patient was in bed when the event occurred. No injury was sustained.

Manufacturer narrative:
During the on-site visit, the technician was unable to reproduce the issue reported by the customer. A damaged left-body safety side controller (acp ¿ attendant control panel) was identified, and the functions associated with this controller were not operational at the time of the inspection. All remaining controllers were fully functional. The faulty controller was replaced, and the bed was tested and confirmed to be operating properly following the repair. The exact cause of the reported behaviour could not be definitively determined. As the alleged self-leveling could not be replicated during testing and no clear link between the damaged controller and the reported behaviour could be established, the root cause remains undetermined based on the available information. The enterprise 9000x instruction for use (IFU 746-591-en) advises users to routinely check that the patient controls, caregiver controls, and attendant control panels operate correctly, and notes that continued use of the bed when a fault is present may compromise the safety of both the patient and the caregiver. The arjo device failed to meet its specification, as one of the safety side controllers (acp) was found damaged and its associated functions were not operational. The patient was in the bed when the event occurred; however, no injury was sustained. The complaint was assessed as reportable due to the allegation that the bed moved by itself (self-leveling). The device is distributed outside the us and no gudid information exists.